Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device fails accuracy by +10.15%. There was no reported patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 7/8/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device fails accuracy by +10.15%¿ was not confirmed through functional testing. Performed three accuracy tests, results were 21.0ml, 21.3ml, and 21.4ml. Accuracy test results were deemed to be within acceptable parameters (18.2ml to 22.2ml). Further investigation found downstream occlusion (dso) seal delaminating. The dso was replaced and calibrated. Unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.